Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-02669. It was reported the patient was experiencing a shocking sensation the back and legs every once in a while. High impedances were observed. It was noted that the patient had numerous falls over a year. Reprogramming was performed, but the patient may still undergo surgical intervention to address the issue.